Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. The customer troubleshot with technical support and found that the flapper valve was missing from the cv3. The customer replaced the cv3 to address the issue.

Event description:
It was reported that the ventilator generated a check valve 3 (cv3) leak error code. No patient involvement. Event date not specified; estimate used.